Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, damaged charged coupled device were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: red and purple image was due to a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had a red and purple image. The issue was identified during inspection for use. There were no reports of patient harm.